Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain at the implant site due to a motor vehicle accident and then a fall. The rep reported that impedances and reprogramming were checked earlier in august by the hcp practice, and impedances were in range and everything seemed normal at that time aside from the pain at the implant site. The hcp explanted the device and the issue was resolved at the time of the report. It was also reported that the hcp decided to remove the device because they had been experiencing pain as well as a lack of efficacy at the device site. No further complications were reported.